Manufacturer narrative:
Initially it was reported the manufacturer received information alleging a ventilator was not delivering oxygen to the patient. The patient's blood oxygen saturation decreased. There was no permanent harm or injury. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the allegation the device was not delivering oxygen was confirmed. The ventilator was found to have a faulty interface board. The interface board will be replaced to address the issue. The ventilator alarmed to alert the caregiver of the issue. The patient was placed on another device. There was no patient harm or injury.

Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen to the patient. The patient's blood oxygen saturation decreased. There was no permanent harm or injury. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.